Event description:
It was reported that during a coronary stent procedure, the stent moved on the delivery balloon. The physician was attempting to stent a minimally calcified, diffuse lesion in a tortuous rca. Ivus was performed multiple times and a stent was successfully placed in the distal rca. While attempting to advance an additional express2 stent into the mid rca, the physician experienced difficulty crossing the lesion. During removal it was noted that the stent was moving on the delivery balloon. The entire system including the guide catheter were removed without incident. Patient status is listed as "okay".